Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, dysfunctional uterine bleeding, hypotension, fibroids, uterine polyp, cervical dysplasia and vulvovaginal human papilloma virus infection. Concurrent conditions included diabetes since (B)(6) 2005. Concomitant products included calcium;vitamin d nos (corvita calcio 500), metformin since (B)(6) 2017 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ferrous sulfate and surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache and anaemia was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted the plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anaemia, headaches, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical records received. Events- "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping),fatigue"reporter information, medical history, concomitant drug added. Events- "migraine, headache, pelvic pain,anemia" outcome updated to "recovering / resolving", events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" outcome updated to "recovered / resolved" incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.